Manufacturer narrative:
(B)(4). The device was received with the tissue pad detached and returned but with evidence of body fluids and tissue pad material in the groove section of the clamp arm. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. Based on the condition of the tissue pad, a probable cause of this damage is that the clamp of the device may have been closed and the instrument activated without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The resulting damage contributes to the removal of the pad from the clamp arm. The cleaning of the pad, not in accordance with the IFU, can also result in removal of the pad during use. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # m91u77. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what was the procedure? Total laparoscopic hysterectomy. How was the procedure completed? With another harmonic. What is the name of the surgeon? Dr. (B)(6). What is the lot number of this device? M91u77. What was the condition of the patient following the procedure (stable, discharged, critical)? Please, explain. Stable and no complications were reported is the detached tissue pad that was retrieved being returned with the device? Or, was it discarded? Should be w/ the device as was reported to me.

Event description:
It was reported that during a lap. Hysterectomy procedure, part of the tip (white pad) melted and fell off into patient. They checked and retrieved a piece of it with another laparoscopic instrument . It is unknown how the procedure was completed. There was no adverse consequence to the patient reported.